Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-aug-2020 / serial#: (B)(4), UDI #:(B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 12-mar-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) high thresholds were observed in multiple locations. It was also reported that contrast leaked into the pericardial fluid and the patient experienced pericardial effusion and tamponade. It was noted that the delivery system came into contact with the atrial roof. The leadless ipg was not used and was replaced with a transvenous system. No patient complications have been reported as a result of this event.